Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the reciever log. It was reviewed and "user" shutdown followed by receiver perpetually rebooting was observed in the log. An internal inspection was performed and passed. A functional test was attempted but could not be completed due to the perpetual rebooting. The reported event of initializing screen without manual restart was not confirmed because receiver "user" shutdown followed by receiver perpetually rebooting. A root cause could not be determined.